Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's ileus and pneumonia were not related to the pump therapy at all. They were just issues that the patient had to deal with during their postoperative recovery.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was noted to be the pump revision. The event was attributed to ileus and pneumonia. The patient has recovered without permanent impairment.

Event description:
It was reported that the patient got autonomic dysreflexia which began after a pump replacement surgery. The new pump was primed on the back table and it was unknown what that volume was. The existing unknown catheter volume was clamped with drug in it. On the night of surgery the patient had an episode of autonomic dysreflexia. It was noted that the patient was quadriplegic. The next day, the patient experienced underdose symptoms, tachycardia, hypertension, and increased spasms. It was not known if the patient had pruritus or an altered mental status because he was given a dose of valium and a couple doses of oral baclofen. The patient was also intubated and administered propofol. It was noted that the patient had not had a bowel movement for 4 days prior to 2015-04-12. The patient responded to a 75mcg single bolus dose that was programmed on the morning of (B)(6) 2015. Since then, the patient had "not had as much autonomic dysreflexia" and his blood pressure was low on the morning of the report. The existing catheter was not revised; it was reconnected to the new pump. The event logs were confirmed as normal. It was later reported that the pump replacement occurred on the friday prior to the report and went well with no issues. A catheter dye study was done and they were able to successfully withdraw the 1-2ml of fluid and inject the dye with no issues found at the pump/catheter connection. The patient's temperature had remained constant on the day of the report at 96.8 f/36 c. It was confirmed the correct drug concentration was placed in the new pump compared to the programming. No anomalies were noted in the pump logs. A partial dye study was done and everything appeared fine at the pump connection site. Additional imaging troubleshooting was going to be done. Additional information received reported that the health care provider (hcp) was thinking about replacing the catheter because during the pump replacement, they observed 1-2 drops come out of the catheter prior to clamping. Another catheter dye study was done on (B)(6) 2015. The reservoir was going to be refilled with lioresal instead of gablofen at the same concentration so no flow rate change. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.